Manufacturer narrative:
MFR received date: 13 sep 2019. The biomedical engineer replaced the gas delivery system (gds) to address the flow out of tolerance. Failure analysis on the returned gas delivery system (gds) shows that this customer complaint was caused by an out of spec air flow sensor u1 (lot code: 0744). Replacement of u1 on the air flow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer states flow of the v60 was out of tolerance. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer states flow of the v60 was out of tolerance. There was no patient involvement.